Event description:
It was reported that the patient was feeling little shocks in the chest area. It was also reported that the lead had a sub-threshold impedance measurement. The device and lead will be monitored and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Follow-up revealed that there were no issues with the device. The little shocks the patient reported feeling were not from stimulation and unrelated to the pacemaker. No interventions or reprogramming was required. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.